Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Mother stated the reservoir ring is broken, occurred during reservoir change. Mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.